Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, cerebrovascular disease, peripheral vascular disease, chronic pulmonary disease, diabetes, heart failure, atrial fibrillation, obesity, renal failure, dialysis, myocardial infarction, coagulopathy, liver disease, and endocarditis. Complications reported included operative mortality, surgical intervention (explant, valve-in-valve), hospitalization, endocarditis, leaflet tear, leaflet calcification, pannus, structural valve deterioration; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: real-world outcomes and management considerations following surgical aortic valve replacement with the trifecta valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date was estimated. The UDI number is not known as the part and lot number were not provided. Literature attachment: article title: real-world outcomes and management considerations following surgical aortic valve replacement with the trifecta valve.

Event description:
The article, "real-world outcomes and management considerations following surgical aortic valve replacement with the trifecta valve", was reviewed. The article presented a retrospective, multicenter study to gain further insights into the real-world clinical outcomes and management considerations for those patients previously implanted with the trifecta family of valves that may be informative to health care providers caring for those patients. Devices included in the study were solely trifecta. The article concluded that the study of medicare beneficiaries receiving the trifecta valve demonstrated >80% freedom from all-cause valve reintervention at 10-years post-implant with reintervention using valve-in-valve transcatheter aortic valve implantation (viv-tavi) having improved operative survival compared to repeat surgical aortic valve replacement (savr). [The primary and corresponding author was dan gutfinger, abbott, 15900 valley view court, sylmar, ca 91304, with corresponding email: dan.gutfinger@abbott.com]. The time frame of the study was from 01 january 2011 to 31 december 2021. A total of 23,197 patients were included in the study, which all received an abbott device. The average age was 75.2 years and the majority gender was male. Comorbidities included hypertension, cerebrovascular disease, peripheral vascular disease, chronic pulmonary disease, diabetes, heart failure, atrial fibrillation, obesity, renal failure, dialysis, myocardial infarction, coagulopathy, liver disease, and endocarditis.